Event description:
It was observed that during the device evaluation, the camera head exhibited a scratch (peeling of the insulation) on the camera cable, corrosion on the electrical contacts of the video connector, water ingress in the main imaging unit, air leak in the camera cable, dirt stuck to the lens and blurry image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the scratch (peeling of the insulation) on the camera cable, corrosion on the electrical contacts of the video connector, water ingress in the main imaging unit, air leak in the camera cable and blurry image occurred due to a component failure. Whereas no presumable cause could be determined for the dirt stuck to the lens issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.